Event description:
During follow-up, increased pacing impedance and loss of pacing was observed on the right atrial (ra) lead. Diagnostic imaging was performed and the ra lead was pulled very tight, although, when the ra lead was relaxed the ra lead was bent. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.